Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken tip. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: it was confirmed that no fragments fell into the patient, and the patient has not returned to the hospital due to any post-surgical complications.